Manufacturer narrative:
H.6. Investigation: 2 samples (model # 20039e) were returned by the customer. It was reported that it is hard to prime or flush the extension. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. The sets were able to be flushed. The failure was unable to be replicated and the complaint cannot be verified. A device history record review for model 20039e lot number 20125766 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125766 regarding item #20039e. H3 other text : see h.10.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e-04 (provided ) batch/lot #: 20125766 (provided). It was reported that it is hard to prime or flush the extension.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e-04 (provided) batch/lot #: 20125766 (provided). It was reported that it is hard to prime or flush the extension.